Event description:
The surgeon reported: "revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery" based upon the information provided in the medical summary from the surgeon dated (B)(6) 2013: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient ((B)(6) old), suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown alumina head. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding periprosthetic fracture, malposition and wear involving an abgii monolithic stem, trident shell and trident insert was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
The surgeon reported: " revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery". Based upon the information provided in the medical summary from the surgeon dated (B)(6) 2013: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient ((B)(6)), suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system.